Manufacturer narrative:
(B)(4). S/w ver. 4.10d retainer ring = clear. On (B)(6) 2021 the customer reported a crack along the length of the battery tube. Pump passed the displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, broken reservoir tube lip, cracked reservoir tube lip, partially detached retainer ring, faded serial number label, scratch on the keypad overlay. In summary, the customer¿s report of a crack along the length of the battery tube was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from top to bottom along battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.